Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 1.2, lab: 2.9. Patient reported getting two "nes" errors and an "error 414". On the third try using the thumb they received a reading.

Manufacturer narrative:
Investigation pending.